Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 592 mg/dl at the time of incident and the current blood glucose level is 354 mg/dl. The customer also reported other blood glucose level was 225 mg/dl. The customer was treated with insulin fluids, morphine, nausea meds and insulin injection. The customer does not allege pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.